Event description:
Reported as a band aneurysm.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event has indicated that the device will not be returned. Therefore, no analysis or testing has been done. Device labeling instructs surgeons to: "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.